Manufacturer narrative:
The system was examined and the company representative found a screw and the dovetail (which were mounted to the bottom of the customer¿s system) were not a parts manufactured by our company. As such, servicing could not be completed. However, there were no issues identified with the aberrometer dovetail and an alignment was then performed. The system was tested and found to meet product specifications. Based on assessment, the product met specifications at the time of release. The root cause of the reported event is a defective dovetail that is not a part manufactured by this company. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A director of surgical services reported an aberrometer was noticed as being loose and out of alignment during an aberrometer assisted cataract procedure. Reporter indicated there was not harm to the patient. Additional information has been requested.